Event description:
Stent did not take the turn in the guide catheter for the left renal artery. Stent shifted on the balloon inside the guide catheter then removed from the catheter. The stent was never implanted. The physician could not insert the guide catheter back into the renal artery.

Manufacturer narrative:
The device was not returned to atrium for eval, but based on the description provided of the case, this would be a very difficult angle for an 8mm x 59mm stent to make in to the renal artery. A review of the data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the product in question, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.